Manufacturer narrative:
This report is filed on (B)(6) 2017.

Event description:
It was reported that the patient experienced vertigo and poor performance with device use, subsequently the patient was administered steroids in (B)(6) 2017 (specific date not reported).